Event description:
It was reported that this pacemaker exhibited intermittent atrial undersensing during atrial arrhythmia. It was also noted that the patient experienced lightheadedness. Upon review, it was noted that the test was successful and the leads were within normal limits. It was confirmed that the pacemaker is working as programmed and follow up with the cardiology and evaluate sensing was recommended. Currently, this pacemaker remains in service and no adverse patient effects were reported.